Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer stated that the sensor never alerted her that her blood glucose levels were dropping. The sensor gave her a reading of 95 mg/dl, but her actual blood glucose reading was 37 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The insulin pump also passed the displacement test. Found that the customer wears the sensors for up to five days. Advised to wear sensors for two to three days. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.